Manufacturer narrative:
Upon receipt, the lead under complaint was delivered in two fragments. The lead was torn off shortly behind the lead tip confirming the clinical observation. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection demonstrated approximately 21 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. This damage can be considered the root cause of the reported loss of capture. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Furthermore the torn-off distal end of the lead was thoroughly analyzed. The inner coil was found fractured and severely deformed. In addition, the fixation helix was found damaged and kinked. The damage characteristics indicate severe mechanical stress which most likely resulted from the attempted repositioning procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Additional information received that lead was dislodged. Upon receipt, the lead under complaint was delivered in two fragments. The lead was torn off shortly behind the lead tip confirming the clinical observation. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection demonstrated approximately 21 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. This damage can be considered the root cause of the reported loss of capture. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Furthermore the torn-off distal end of the lead was thoroughly analysed. The inner coil was found fractured and severely deformed. In addition, the fixation helix was found damaged and kinked. The damage characteristics indicate severe mechanical stress which most likely resulted from the attempted repositioning procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 4 months, it was reported that the lead was explanted due to loss of capture. During the extraction procedure the lead was reportedly severed and both fragments were extracted from the patient.